Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was recommended for replacement to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in over delivery of pressure. There was no patient involvement reported.